Manufacturer narrative:
Investigation on the complaint kit lot did not identify any issue. No product issue was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with one patient sample using the cobas® sars-cov-2 test. A review of the provided data confirmed the following results generated for the alleged sample during initial and repeat testing: on (B)(6) 2020, the alleged sample generated a positive result for target 1 with a CT of 34.6, and a positive result for target 2 with a CT of 39.8, and ic CT of 38.7.on (B)(6) 2020, a retest of the sample generated a negative result for both targets and ic CT of 38.8. A review of the growth curves in the provided data showed a very flat curve with a late rise in fluorescence corresponding with the late CT values. Additionally, the ic CT values are very delayed as well as other samples indicating inhibition. The sample was tested the third time in pools (date unknown) and was negative. The sample was tested again on (B)(6) 2020, and generated a positive result for target 2 with a CT of 37.8. The data could not be provided. The alleged sample is a nasopharyngeal swab collected using the cobas® pcr media dual swab sample kit which was directly loaded onto the instrument. As per table: overview of collection devices and sample types, in the method sheet, the cobas® pcr media dual swab sample kit is to be used to collect only nasal samples. The late CT value of 34.6 for target 1 and the late CT values of 37.8 and 39.8 for target 2 are indicative of a sample near or below the limit of detection (lod) of the assay. As per table: lod determination using USA-wa1/2020 strain, in the method sheet, this would correspond to a hit rate of less than 50%. As such, results can waiver between positive and negative as observed here with the alleged sample. Investigation on the complaint kit lot did not identify any issue. No product issue was identified.